Manufacturer narrative:
Manufacturer device history records were reviewed. Review of manufacturer device history records confirmed all quality specifications were met prior to distribution. Evaluation, corrected data: the initial report inadvertently did not report this information.

Event description:
The handheld has not been received by the manufacturer to date.

Event description:
The handheld and related software were received by the manufacturer. The handheld was received without an ac adapter or serial cable, as these were no longer available by the office. An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the neurologist was having issues with his handheld device. The handheld device did not remain powered on long enough for the neurologist to perform interrogations. The handheld worked intermittently only following reseating of the handheld battery. When attempting interrogation, the neurologist noted that the ¿data received¿ light on the programming wand was on. The handheld device has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.